Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance (pm) of cardiosave intra-aortic balloon pump (iabp) had failed drive manifold leak test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse replaced the drive manifold assembly. Following replacement, the unit passed the drive manifold leak test, functional testing, safety checks, and calibration in accordance with manufacturer specifications. The failure analysis and testing dept. Received part with a reported unit failure of the drive manifold leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.